Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged. An x-ray was performed upon pre discharged and the result showed that the lead appeared to be pulled back and the r-waves varied beat to beat from 2.8 to 7.9 millivolts (mv). Thus, a surgery was performed to reposition the rv lead. This rv lead remains in service. No additional adverse patient effects were reported.